Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. No moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device error. The customer's blood glucose was unknown. Trouble shooting was performed and found customer was nauseated and heard it going off critical pump error. Advised the insulin pump will need to be replaced. Advice to discontinue use of the product and revert to backup plan. The insulin pump will be returned for analysis.